Manufacturer narrative:
(B)(4). Product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced drainage at the neck incision site (cervical lead). Cultures revealed the presence of an yeast infection. The patient was advised on special instructions to wash the wound site. The patient will continue to be monitored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient was given a dose of antibiotics. The wound site was cultured twice and tested negative for bacterial infection. The patient's antibiotics course has since been discontinued. The patient is following instructions for wound dressings and has reported slight yellow discharge at the site. The physician will continue to monitor the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient stated her scs system was explanted on (B)(6) 2015. The wound site has healed and there is no further drainage. The patient is currently on an antibiotics course. Per the patient, the cultures revealed infection (strep and staph).